Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "after one year of implant surgery, there was accumulation of fluid in the right breast. Patient underwent tomography that had the result of a seroma, folds and rupture and that the liquid in the breast has tripled." The device remains implanted.